Event description:
It was reported a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event of peritonitis and another indication. Treatment for the peritonitis was not reported. On an unreported date the patient passed away. The cause of death was unknown. It was not reported if the patient was discharged from the hospital prior to death. It was not reported if an autopsy was performed or if a death certificate was available. It was not reported if the patient recovered from the peritonitis prior to death. It was not reported if pd therapy was ongoing until the time of the death. No additional information has been obtained regarding this death as the nurse has been unreachable; therefore, no additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.